Event description:
It was reported by a neurologist that a vns patient experienced more violent seizures than pre-vns baseline when the patient was programmed to greater than 5 ma. The neurologist indicated that there were no medication changes related to the violent seizures and believed the event was directly related to output parameters. Follow-up was made with the neurologist's office who indicated that the violent seizures were more violent than pre-vns when above 5 ma in output current. At the moment, the patient is programmed to 5 ma and has been changed on medications. No other interventions are planned. No diagnostics were available for the patient.